Manufacturer narrative:
Two (2) actual samples were received for evaluation. Visual inspection and functional testing were performed which observed a port tube leak due to tube delamination in both samples. The reported condition was verified. The cause of the condition was due to a manufacturing related issue. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two units of all-in-one containers were leaking from the port. This was identified during setup and preparation. There was no patient involvement. No additional information is available.